Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. Customer's father reported that air bubbles in reservoir and tubing. Customer's father reported that they have used both 1.8ml reservoir and 3.0ml. The reservoir will not be returned for analysis